Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient woke up early the morning of the day of the report and thought something was wrong; they had to go twice to the bathroom: like at 4:30am and 5:30am. It was noted the therapy stopped helping symptoms and the patient also stopped feeling stimulation. The patient used the patient programmer but it was not staying on and the whole picture was out. At the time of the report, the patient used the programmer, connected, and the programmer showed the patient was on p3 at 2.1v and stimulation was on. The patient increased to 2.6v and still felt no stimulation, but they would try that and monitor their symptoms. The patient was redirected to their healthcare provider (hcp) to address their symptoms if no improvement was noticed. It was noted that this was a sudden change in therapy/symptoms. No further complications were reported/anticipated.